Event description:
It was reported that the asymptomatic patient presented for an elective replacement of the rv lead. Upon explant, externalized conductors were observed. No electrical anomalies were detected. Lead was explanted and replaced. The patient was doing well.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 12.6-14.7cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.